Manufacturer narrative:
Further patient and device specific information has been requested from the distributor. The investigation is ongoing; the investigation results will be provided in a supplemental report.

Event description:
(B)(4) the distributor reported that the patient underwent a revision of her 2010 distal femur replacement due to lysis. The plastic components of the implant were also reported to be " worn."

Manufacturer narrative:
It was subsequently reported that the patient had fallen and fractured her femur. The distributor has also advised that the surgeon does not wish to disclose any additional patient or device specific information as he considers this event to be unrelated to the implant. The surgeon has reported that the bone fracture was caused by distal femur lysis. The patient underwent successful revision surgery resulting in the implantation of a new distal femur component, circlip, axle and rotating hinge. The explanted components were disposed of by the hospital prior to the distributor's arrival at the site. Revision of the implant is being attributed to patient related issues , i.e., patient fall/fracture and lysis. The bone fracture is not attributed to the in-situ implant. Additionally, while implanting the new distal femur component, the surgeon observed poly wear which is attributed to normal wear and tear associated with a 6 year old implant. The surgeon decided to also perform a rebushing procedure. Rebushing is an anticipated event over the lifetime of an orthopedic implant, consisting of the replacement of poly components which are susceptible to wear, such as bearings and bushings, in addition to the axle and related retaining mechanisms. Based upon the information provided, the reported event is considered to be unrelated to the stanmore implants device. This complaint investigation has been completed. This complaint is being tracked and trended.

Event description:
(B)(4), supplemental report.